Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of a coyote es balloon catheter with an unidentified guidewire in the guidewire lumen, the distal portion of the device was not received. There is blood in the inflation lumen. The shaft, hypotube, and bonds were microscopically and visually examined. The balloon was completely circumferentially torn 6mm from the proximal balloon weld and the distal part of the balloon is not present, the distal portion of the inner, tip and markerbands are also not present. The shaft is stretched and buckled in numerous locations along the device. Majority of the inner is stretched onto the guidewire and is fractured; it was not possible to get a measurement of the fracture due to the stretching. The guidewire is unable to be removed from the catheter due to the inner being stretched onto the guidewire in numerous locations. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered and balloon rupture occurred. The target lesion was located in vessel below the knee (btk). A 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was deflated but resistance was noted during withdrawal of the catheter. When the physician attempted to resolve the issue, the balloon ruptured vertically. The device was removed together with the sheath. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered and balloon rupture occurred. The target lesion was located in vessel below the knee (btk). A 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was deflated but resistance was noted during withdrawal of the catheter. When the physician attempted to resolve the issue, the balloon ruptured vertically. The device was removed together with the sheath. No patient complications were reported and the patient's status was stable.